Manufacturer narrative:
The device was returned and the issue was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: when energized, a point contact was made with the tissue, causing a discharge to occur and the wire filament to melt. When energized, a discharge occurred due to the use of a high voltage such as the coagulation mode, causing the wire filament to melt. When snare loop was opened/closed, excessive force was applied to snare. The event can be prevented by following the instructions for use which state: never use excessive force to extend or retract the snare loop. This could damage the instrument. Before use, make sure that the snare wire is not frayed; do not use it if this or any other irregularity is observed. Otherwise, the snare loop may break and could cause punctures, hemorrhages and/or thermal injury to non-target tissue. Make sure that the electrosurgical snare can be opened and closed smoothly. If the snare cannot be operated smoothly, attempting to use the instrument could result in damage to or separation of the connecting section between the operating pipe and operating wire. Do not force the instrument if resistance to insertion is encountered. Reduce the angulation of the endoscope until the instrument passes smoothly. Forced insertion could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It could also damage the endoscope and/or instrument. Do not use excessive force when snaring tissue. This could cause patient injury, such as hemorrhages or mucous membrane damage. If tissue is snared with excessive force, the snare loop or the tube may become deformed. If this occurs, do not use the instrument; use a spare instead. Do not snare tissue with excessive force. This could break the snare loop, which could cause patient injury such as punctures, hemorrhages, or thermal injury to non-target tissue from mechanical resection. During the procedure, if you determine that the instrument is not operating properly - due to breakage, disconnection of the operating pipe and operating wire, or burns to tissue from the snare loop ¿ immediately stop using it, and carefully remove it to avoid patient injury. Using an instrument that is damaged and/or not operating properly could cause patient injury, such as hemorrhages, punctures or mucous membrane damage. In addition, the snare loop may burn and become stuck in the tissue, unable to be removed. If the snare loop cannot be removed from the tissue, follow the instructions given below. Do not snare tissue with excessive force. This could break the snare loop, which could cause patient injury such as punctures, hemorrhages, or thermal injury to non-target tissue from mechanical resection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the electrosurgical snare loop can't come out. The issue occurred during maintenance. There were no reports of patient harm.